Event description:
Date of emergency event 2007. Patient had a contained rupture. The physician intended to cover the right renal artery (which was sitting very low in patient). However, the left renal artery was covered due to while retrieving the top cap, the grey positioner caught on the inside of the stent graft, causing the graft to move upwards, possibly due to the anatomy of the patient. Patient had an aortic dissection. The patient was opened on the left side and renal bypass was performed. The vein was pulled from the renal artery to iliac. The patient was on dialysis last week but should be released from the hospital this week.

Manufacturer narrative:
Still under evaluation at this time.